Event description:
It was reported that loss of rotation occurred. A 2.4mm jetstream xc atherectomy catheter was selected for use. During the procedure, the device was used for five minutes and the catheter tip lost rotation. The system was removed and tested. The tip did not rotate. The procedure was completed with another of the same device. There were no patient complications.